Event description:
It was reported that the patient presented for generator changed procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.